Event description:
The array system was originally implanted in 2004 for a 4-level procedure. Approx 8 weeks later the set screws on both si screws appeared dislodged. A revision procedure was done and the components replaced.